Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump loaded all 200 units at once and that while adjusting for meals the insulin does not go into their body this caused them to be put into the hospital. The patient stated that they had no help with the pump and a trainer did come initially but other than that they have no help. The patient stated that they have gone back to shots because they were told that they would be sent a 1 year supply. This report is being made due to hospitalization event the patient experienced due to an alleged history settings issue.